Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 01/21/2017. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the jaws of the device would stick and required excessive manual force to open. A new device was used to complete the procedure.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : (B)(6) 2017. Date of follow-up report : 02/02/2017. One (B)(4) was received for evaluation. Visual inspection found no defects. The customer reported that the jaws of the device stuck together during the case and would not open. The reported condition was not confirmed. The investigation found the jaws were not locked shut. The jaws opened and closed normally when the handle was activated. The knife extended and retracted normally when the trigger was activated. The knife cut the cut test media cleanly. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.